Manufacturer narrative:
(B)(4). Plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported that an external dialyzer blood leak occurred at the start of the hemodialysis (hd) treatment, less than one minute after being initiated. Blood was observed in the header threading with a small volume noted to be dripping down the exterior of the device. No dialyzer damage was visible; specifically, no cracks were identified. The machine did not alarm. Blood test strips were used to test for blood in the dialysate; test strips negative for blood. The patient's blood was returned. The patient's estimated blood loss (ebl) was less than 10ml. No adverse effects were experienced by the patient as a result of this event and no medical intervention was required. The patient completed treatment with a new set-up on the same machine. The complaint device is not available for evaluation by the manufacturer as it was discarded by the user facility.

Manufacturer narrative:
The reported complaint could not be confirmed as the complaint sample was not available for manufacturer evaluation. As such, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint sample. A records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances identified during the manufacturing process which could be associated with the reported event. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. The lot passed all release criteria. Review of the batch production record (bpr) did not reveal a probable cause for the customer complaint.